Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, due to daylight savings time. There was no reported adverse effect to the customer's blood sugar. Tandem customer technical support instructed customer to contact heath care provider to before adjusting settings.